Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product dry. A black particulate matter between the housing and the header cap was visible. The reported condition was verified. The cause was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside a revaclear 300 dialyzer before patient use. There was no patient involvement. No additional information is available.